Event description:
It was reported that during a "central venous catheter (cvc) insertion. The physician observed a fluid leak in the distal lumen while priming/flushing the catheter." No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device. Good faith efforts were made to obtain additional information regarding the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4)